Event description:
It was reported that the patient complained of chest pain two days post implant. Device was interrogated and loss of capture was noted. Cardiac perforation was observed on echocardiography. Lead was explanted and replaced. The patient tolerated the procedure well with no complications. Patient¿s condition was stable and the patient was discharged the next day.

Manufacturer narrative:
The reported events of cardiac perforation and failure to capture were not confirmed. A complete lead was returned in one piece for analysis. Helix and electrical testing were normal with no anomalies found.